Event description:
The customer returned the gastrointestinal videoscope, with no reported complaint. During the device evaluation, b30 scope communication error and distorted image were observed. The service repair technician indicated that the most likely cause of the b30 scope communication error and distorted image was due to electrical component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.